Event description:
Information received a smiths medical peripheral intravenous catheters (pivc)/jelco conventional plus IV catheters caused foreign body, which required intervention. The report stated patient canalized in the upper right arm and they took samples from this access, then there was evidence the vein is infiltrated so the clinician returned the jelco and when removing it, it became evident that half came out and half remained inside the vessel. The doctor came in to perform the revision and extraction, the other half was found by the palpation noticed so an incision was made to search for it. It was visualized inside the vessel so then surgery was called and using a sterile technique performed extraction of it, and then a clinician performed compression of the vessel generating hemostasis, and performed a skin stitch suture.